Event description:
Cadd legacy battery door not able to close properly. No adverse event experienced during faulty pump discovery. The actual device is available to be returned for investigation. We replaced the device. The reported product fault occurred while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. Reported to (B)(6) by pt/caregiver. Strength: 2.5 mg/ml; dose or amount: 62 nkm, frequency: continuous, route: intravenous. Dates of use: from (B)(6) 2009 to current. Diagnosis or reason for use: pah.